Event description:
The patient undergoing interventional cardiac catherization for placement of taxus express 2 monorail 3.0 x 16mm stent. The procedure was complicated by intracoronary thrombotic formation on the pressure wire resulting in thrombotic occlusion lad, left anterior descending. There was, as well, in situ thrombosis of the dominant left circumflex. This vessel was never instrumented and likely represents an embolus from thrombus in the left main and left anterior descending artery. The circumflex thrombus resolved with anti-coagulation; however the lad did not. The left anterior descending artery proved resistant to aspiration resulting in complication of acute myocardial infarction complicated by cardiogenic shock which was treated with intubation, ventilation and pressure - supported intra-aortic balloon pump insertion. Iabp put on standby in preparation for transfer of patient to ccu. Noted on arrival in ccu that the iabp had been accidently left in stand by mode for 11 minutes. The patient remained comatose for 4 days - at that point sedation and narcotic analgesia was stopped. 48 hours later the patient still remained unconscious. The eeg suggested diffuse brain injury. Family requested patient be extubated and the patient expired a few hours later.